Manufacturer narrative:
Of the 34 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to call service alarms. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) pilot program.

Event description:
This report summarizes 34 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranges from 8-63 years of age and between 26 and 225 pounds. Of the reported patients, 16 were male, 18 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of call service alarm issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.